Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and defective stopper molding and hemogard shield flash was observed: in the first photo molding defects are seen at the bottom of the stopper. Additionally, in the second photo, flash is seen on the inner part of the hemogard shield. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for defective stopper molding and hemogard shield flash based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum / cat blood collection tubes that three (3) tubes had a defective stopper molding, and one (1) tube had a damaged closure. There was no health impact or consequences reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum / cat blood collection tubes that three (3) tubes had a defective stopper molding, and one (1) tube had a damaged closure. There was no health impact or consequences reported.